Manufacturer narrative:
No product has been returned for eval. Should new info becomes available, a f/u MDR will be submitted.

Event description:
Received info stating pt has experienced high bg's and alleged it is due to air bubbles. As per customer, he has experienced bloody sites.